Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 22-jun-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 550 ml, flow rate: 14 ml/hr, procedure: unknown, cathplace: bilateral back. It was reported that a trauma patient experienced a fast flow event associated with the use of an elastomeric pump. The pump was used on a patient who had 9 rib fractures. The catheters were placed bilaterally on the patient's back with both dials set to 7 ml. The incident was noticed on (B)(6) 2017 on the morning shift at approximately 8 am at the hospital. The pump was noted as started at 8 am on the previous day. For 24 hours after the incident, the patient did not experience any side effects and did not received any additional ropivacaine infiltration therapy. The patient was continued on the ropivacaine infiltration therapy for the pain management of the rib fractures. It was also noted that the pump involved was filled at the hospital pharmacy, which was not familiar with pump fillings. Additional information received on 30-may-2017 stated that no warming device was used during the infusion. The pump was located on the bed, and it was unknown if any external forced were applied to the pump. No further information was received at this time.

Manufacturer narrative:
The pump was a 600ml dual line pump that was received empty. A baxa repeater pump was used to refill the pump with 600ml of 0.9% saline. The pinch clamp on each line was opened and each saf infused at all selectable rates. Flow accuracy testing was performed with each saf set to 7ml/hr. After 32 hours, line #1 yielded a flow rate of 3.71ml/hr which is below specification with a +/-20% tolerance. Line #2 yielded a flow rates of 4.57ml/hr which is below specification with a +/-20% tolerance. Pressure pot testing was performed on the selected-a-flow units rates 1ml/hr, 2ml/hr, 4ml/hr and 7ml/hr without the filter. The saf units were detached from the pump. The saf units were connected to a pressure gauge. The average bladder pressure used was 7.17 psi. When trying to test the 1ml-hr flow rate no infusion was observed on line #1. Saf #2 was tested and yielded a flow rate of 1.14ml/hr which is within specification with a +/- 20% tolerance. The saf #1 flow rate 2ml/hr yielded a flow rate of 2.14ml/hr, which is within specifications with a +/-20% tolerance. Line #2 yielded a flow rate of 2.15ml/hr, which is within specifications with a +/-20% tolerance. Line #1 rate 4ml/hr yielded a flow rate of 4.04ml/hr which is within specifications with a +/- 20% tolerance. Line #2 yielded a flow rate of 4.18ml/hr, which is within specifications with a +/-20% tolerance. Line #1 rate 7ml/hr, yielded a flow rate of 6.01ml/hr which is within specifications with a +/- 20% tolerance. Line #2 rate 7ml/hr, yielded a flow rate of 7.26ml/hr which is within specifications with a +/- 20% tolerance. Destructive analysis was performed using a dremel to open saf #1. The 1ml-hr flow control tubing was observed under magnification and crystalized medication was found. The investigation concluded that a fast flow was not observed on the pump. The pump was received empty and after opening the pinch clamp the saf's infused at all rates. Flow rate accuracy was performed on both saf¿s and each was below specification with a +/- 20% tolerance. During flow accuracy testing crystalized medication formed in the 1ml-hr flow control tubing of saf #1. Pressure pot data was performed on the 1,2,4 and 7ml-hr. Each rate passed specification with the exception of 1ml-hr on saf #1. Destructive analysis found crystalized medication in the saf #1 1ml-hr flow control tubing. Process review evaluation is not necessary at this time because according with DHR review, the production lot met all manufacturing and quality specifications. Root cause could not be determined.